Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and ran system calibration, the system passed all the tests and was verified to use.

Event description:
It was reported that prior to the start of a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered the repeated error 23068 at system startup. The user performed two power cycles with epo, but the issue persisted. The user brought a second patient side cart (psc) to continue with the procedure. No known impact or patient consequence was reported.